Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient has a problem with his device. The patient sent the manufacturer representative (rep) a text message and left a voicemail on the (B)(6) , and hasn't heard back from the rep yet. The rep adjusted the patient's device on the (B)(6). Since it was adjusted, his cathing has gone up instead of down. The patient was consistently cathing 300 and now it is 400 - 800. The patient mentioned program 2 worked well until the rep changed 17 to 19. The patient tried increasing and decreasing the stimulation but it seemed to have no effect. Program 1 didn't work at all, according to the patient. He tried program 3 but didn't know if he had a program 4. It was noted that the patient had an appointment with his healthcare professional on the day of the report. There were no further complications or anticipations reported with this event.